Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a "heat" issue. The device was used during the surgical procedure. No user or patient injury or medical intervention occurred. There was no additional information provided.